Event description:
The surgeon inserted a cc4204bf collamer plate lens but it was removed. A posterior capsule tear had occurred during the phaco procedure but it was not noticed until this lens was inserted. There was no vitrectomy. The reporter stated another manufacturer's phaco equipment was used. A backup lens was implanted.